Event description:
It was reported that an alarm 2 occurred due to an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Corrective actions included instructions from technical support to disconnect the tubing, tighten connections, and deliver boluses. Although the occlusion alarm recurred initially, successful completion of a bolus was achieved with a new cartridge. The customer was advised to replace supplies as necessary and resume insulin use, with a follow-up arranged for additional assistance.